Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer mentioned changing supplies, although specifics were not provided. Customer declined to provide additional information.